Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The insulin did exit during plunger push but the insulin pump alarmed no delivery alarm during manual prime. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm during testing. The insulin pump was minor scratched lcd window and cracked reservoir tube lip.